Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2023-00484 1. Section d. Box 4. Unique identifier.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, the device was not returned for evaluation. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a balloon assisted coil embolization procedure using a benchmark 6f 071 delivery catheter (benchmark). It was reported that the patient¿s anatomy was tortuous. During the procedure, while removing the benchmark, the physician experienced resistance and fractured the benchmark. The physician then pulled out the benchmark that was still connected by wire. The benchmark was not used for the remainder of the procedure. It was reported that the physician applied pressure while removing the benchmark. The procedure was completed using another benchmark. There was no report of an adverse effect to the patient.